Manufacturer narrative:
Our investigation into the reported incident has concluded that the root cause relates to an error condition involving the anesthesia, pacu and critical care modules in caresuite family of electronic health record software applications. The findings reveal that customers may experience an error in updating application documentation for extending medication orders. This error only occurs during a specific timing of conditions, when two users are simultaneously updating the same pt medication record, open at two different workstations. In order to trigger the error, one clinician must first open the pt medication record at the pt bedside workstation and be documenting the final dosage of an order, when a second clinician subsequently opens the same pt record from a remote workstation and simultaneously extends that same medication order. Under these conditions, documenting the final dosage of an order completes the order, which takes precedence over extending the order. The order is then marked as "done" at the bedside workstation. Reports of this error condition from clients are rare. We consider the error unlikely to be experienced by users, because of the sequential conditions that must be present. A resolution to address the potential for this error will be made available in a future software service pack.

Event description:
The customer reported an incident involving critical care manager (electronic health record) software application, whereby an error in the documentation process for extending a medication order resulted with a pt missing three doses of an antibiotic. Customer reported that there was no injury to the pt.